Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 457 mg/dl. The customer was hospitalized on (B)(6) 2014 for unexplained high blood glucose. The customer was treated for the high blood glucose with IV drip. The customer stated that they had changed their set but still had high blood glucose. The customer mentioned that the drive support cap is damaged. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.